Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high". Bg value was not provided, and cause was unknown. Bg was addressed via a manual injection. Recommendation was made to discuss diabetes management with a healthcare professional.